Manufacturer narrative:
The suspect electrodes were not returned for evaluation. The customer was contacted several times in an attempt to obtain the electrodes for evaluation resulting in no reply. Zoll medical has issued a voluntary recall on this lot number, which has been reported to the food and drug administration's local district, to mitigate reports of this nature from reoccurring. At this time a recall number has not yet been assigned.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during a routine shift check by a clinician, the device inappropriately recognized these adult electrode pads as pediatric electrode pads. Complainant indicated that there was no patient involvement in the reported malfunction.